Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing, the device fan had an abnormal noise on power up. The customer reported error code s233 (over temperature) was noted in the device history. The probable cause of the error code s233 and abnormal noise was due to the fan assembly not working properly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with error code s233 (over temperature) and the fan was noisy. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan produced an abnormal noise on power up and a s233 error code was noted in the device history. No add'l info was provided.